Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a physician highlights and clicks on a patient's name on the encounter list in the patient management database application for review and sign off, the bottom display screen displays the correct patient and device summary information. However, when the physician clicks on the mark pending button when reviewing a patient's device summary, a different patient name gets highlighted on the encounter list. The customer was advised to install a local copy of the patient management database application to physicians having this issue to determine if it is an environmental issue or a citrix issue causing a delay in the application. The application remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.